Manufacturer narrative:
User confirmed that new sensor has been inserted and the expired sensor has been removed successfully on (B)(6) 2021. User was doing fine and no medications were prescribed.

Event description:
On march 05th 2021, senseonics was made aware of an adverse event where user got inserted with an expired sensor and needs to be replaced. User confirmed that the new sensor had been inserted and expired sensor was successfully removed on (B)(6) 2021. User was doing fine and no medications were prescribed.